Manufacturer narrative:
We have now concluded our investigation for the complaint received. No samples were received for this complaint therefore visual inspection and functional evaluation could not be performed. No sample for this complaint is currently available preventing a more thorough investigation. If the product becomes available in the future, this case may be reopened. The reported failure mode for the raised complaint was a leak to the dressing causing an insufficient seal. This may be caused if the dressing is not applied properly. The fixation strips must be correctly in place and there should be no creases in the dressing. If the port is not adhered to the dressing sufficiently, this again could cause a leak. Prior to manufacturing, all pico pumps undergo full functionality testing to an agreed specification. This ensures that all pumps are working correctly before being shipped to our customers; any failures identified are segregated for investigation. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that during treatment the pico wasn't sealing, the patient had spent much time trying to get a seal. In the end they had to film over the whole dressing to get a seal. The patient said that would replace the dressing. The patient identified the leak was in the dressing, wasn't sure why there would be a leak in the dressing, the leak seemed to be from the port area. No delay in the treatment backup device was available.